Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2021-00270.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. It was determined that this device is related to ongoing issues previously reported on MDR# 0001825034-2021-00270.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-00566; 0001825034-2021-00567; 0001825034-2021-00569. Medical product: vgxp intlk femoral lt 65 item# 195922 lot# unknown; biomet cc I-beam tray 71mm item# 141223 lot# unknown; biomet tibial locking bar item# 141205 lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left total knee arthroplasty and, subsequently, the patient was still experiencing pain three months¿ post implantation. Surgeon noted a considerable valgus alignment of the left knee. The distal femoral resection was performed using a 3-degree valgus guide and the surgeon elected to use a lipped poly due to the patient exhibiting some anterior/posterior movement in deep flexion. However, following the initial surgery, the patient noted continued pain and upon inspection, the surgeon observed a considerable valgus alignment of the left knee. In order to treat this patient, the surgeon would like to correct the noted severe valgus alignment with a custom poly tibial bearing. Additionally, the surgeon would like to retain the indwelling distal femur and tibial tray to avoid potential soft tissue damage and/or bone loss in the event the aforementioned implants were to be removed. There is no additional information at this time.